Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed and after that, a pericardial effusion was noticed. The watchman® access system had not been inserted into the patient. A pericardiocentesis was performed and the procedure continued. A 27 mm watchman ® laa closure device was successfully implanted. The patient is currently fine.

Event description:
It was further reported that it was right atrium blood that was being drained. The physician believes he poked a hole in the right atrium prior to the transseptal puncture and before the access system was opened. The patient received three liters of blood and was discharged three days post procedure. The patient has had a follow up visit since and is doing well.

Manufacturer narrative:
Event date, describe event or problem, name prefix, first name, and last name updated. Date of this report updated from (B)(6) 2018 to (B)(6) 2018. (B)(4).